Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up fully. Upon troubleshooting, the fse identified issue with the suite pc software. To resolve the issue, the fse replaced the ssd disk of the suite pc and reinstalled the software, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed an alert indicating "x-ray starting", preventing a full system boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.